Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Account name: (B)(6) hospital. On (B)(6) 2017, plif surgery for spinal canal stenosis was performed using the expedium system. The fixed area was l4 - l5. The following events were confirmed during the surgery. - the surgeon made a final check through an x-ray after completion of screw insertion and rod placement. - he attempted a final tightening using a torque wrench handle (part#: unknown) and the x25 final tightener (part#: 279712600, lot#:gm3747405), however, tip of this final tightener got stripped at l4 ¿ l5 (left side). - he replaced this final tightener with a new one (part#: 279712600, lot#:gm3747405), however, the tip got also stripped. - he closed an incision after reaching a maximum torque, while considering that the final tightening was achieved to an acceptable level. The surgery was completed without any delay, and there was no adverse consequence to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination revealed that the hexlobes on the x-25 driver¿s distal tip had become stripped. Noted damage indicated that the stripping occurred in the direction of tightening. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the final tightener¿s distal tip becoming stripped cannot be positively determined. However, the noted damage suggests that the final tightener was subjected to unanticipated forces during the tightening process, resulting in the distal tip of the driver becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.